Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. If the red72 is advanced against resistance, damage such as a kink and subsequent fracture may occur. The patient¿s tortuous anatomy may have contributed to the reported resistance. Further evaluation revealed ovalization on the distal shaft. This damage was incidental to the reported complaint and likely occurred during removal from the patient or packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra catheter, and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, after the physician advanced the catheter through the neuron max, the catheter would not advance into the high cervical segment. Therefore, the catheter was removed. The physician then advanced the red72 through the neuron max; however, the red72 would also not advance into the high cervical segment. It was reported that while pushing the red72, the physician experienced resistance, then kinked and subsequently, broke the proximal end of the red72 that was outside the patient. Therefore, the red72 was pulled out of the neuron max by hand. The procedure was completed using another catheter and the same neuron max. There was no report of an adverse effect to the patient.